Manufacturer narrative:
(B)(4). Instrument a: closure trigger top; cartridge installation. Instrument b: additional information: the analysis results showed that one ec60a device a was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 60mm device is designed to work only with a 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. Event could not be confirmed as the device opened and closed as intended. In addition , it should be noted that in order to open a locked device, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. (B)(4). The analysis results showed that one ec60a b was received. The device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with a 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. Event could not be confirmed as the device opened and closed as intended. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated.

Event description:
It was reported that during a colorectal procedure, the instrument locked out. The surgeon opened another instrument and it still locked out. No further problems since then. Another like device was used to complete the procedure. There were no adverse consequences for the patient.